Manufacturer narrative:
(B)(4). Evaluation summary: the homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the reported issue. The popping sound symptom is a portion of the condition could not be verified, however it was rather verified as a known characteristic of the already verified overheated connection. The assignable cause for the sound with an odor was determined to be a poor connection between the alternation current component (accomp) board header and the power harness interface. The poor connection caused overheating, which caused carbon buildup, and shorted out the ac power line. The power harness and accomp board were scrapped and the device was sent for servicing.

Event description:
The customer contacted baxter's technical service center to report that the homechoice (hc) device popped, and then started smelling of smoke during use, patient not connected. The baxter technical service representative (tsr) explained the reason for not using the hc and initiated a swap of the device. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.